Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right ventricular lead exhibited loss of capture. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. 10 213 67